Event description:
A caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The issue was resolved, but it was unclear if the caller was able to successfully load a new cartridge and resume insulin therapy due to a lack of supplies during the call.